Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time settings were set to am instead of pm. The customer's blood glucose level was in the 400-500 (mg/dl) range and was addressed with a manual injection. Tandem technical support confirmed in the t:connect logs that the screen was unlocked and indicated a time change made by the customer.